Event description:
A malfunction alarm with code malf 12 was reported, although no significant events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Technical support confirmed the shipping address and guided the customer on how to put the pump into storage mode before returning it to tandem with a prepaid label, which needed to be done within 10 days. The customer acknowledged and understood the instructions.